Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer patient with tubing for more than 3 months maintenance is to find trachoma leaks. Additional information received 6/15/2025: the leak was found during patient maintenance between infusions. The PICC was removed normally. The patient had an IV placed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was determined to be inconclusive based on the returned photograph. One photograph of a groshong catheter and two-piece connector assembly was returned for evaluation. An initial visual observation of the photograph showed the catheter was not connected to the distal connector piece. No damage or evidence of a leak(s) could be seen on the sample in the returned photograph. Therefore, the complaint of a leak is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.